Event description:
A distributor complaint was reported regarding a cartridge change error, which involved how the pump engaged the cartridge during loading. There was no available information about the customer¿s blood glucose level at the time of the event. Technical support instructed the caller to perform a series of checks and cleaning to resolve the issue, but the cartridge could not be successfully loaded onto the pump. Consequently, cts management approved the return of the pump and arranged for a replacement. The customer was informed about the need for pump replacement, opted not to share backup therapy details, and was advised to return the problematic pump using the pre-paid label and return box within ten days.